Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture as well as "breast shape change and lumps". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification. Lump/nodule: unable to observe since it is not related to the device. Additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported rupture as well as "breast shape change and lumps". The device was explanted. This record relates to the right side.